Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of death is listed in the promus everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the index procedure took place on (B)(6) 2010 during which 2 unknown promus stents were deployed in the mid left anterior descending artery. On (B)(6) 2012, 772 days following the index procedure, the patient expired. The site reported that the patient passed away at home. The investigator considered the event of death (pt. Passed at home), severe in intensity, and not related to the study drug, not related to the study device and not related to study procedure.